Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset causing high blood glucose levels. The customer stated the leaks occurred randomly with this batch and there is no pattern to when it happens.